Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient for a generator change. During the procedure, it was noted that the right ventricular lead failed to be removed from the header of the pacemaker. The physician cut through the lead while attempting to removed it. It was also noted that there was insulation damage. The pacemaker was explanted, and the lead was capped and replaced on (B)(6) 2024. The patient was stable.